Event description:
Anesthesiologist discovered the warming unit to be at 26.8 when he went to purge the pads at the end of the surgical case - patient was cooling off and temperature dropped to 35.6.bair hugger was then applied, and patient was transferred to ICU temp 35, warming blanket continued. The temperature was 36 degrees approximately 2 hours later, received 3 units of fresh frozen plasma (ffp), and 2 units of cyro administered through blood warmer; no alarms sounded.